Event description:
It was reported that the patient presented for an atrioventricular (av) node ablation. Prior to the procedure, upon examination, it was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Analysis found that a complete lead was returned in one piece measuring 51.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.